Event description:
It was reported during an avrt case, a safire catheter was placed retrograde up the aorta and into the left atrium. There was a st segment depression and the patient's blood pressure dropped. An echo was performed which revealed the patient has tamponade. The case was ended and a pericardial tap was performed. The patient was taken to ccu and was in stable condition following the procedure. The safire catheter was the only product in the left atrium. The physician does not blame the safire catheter for the perforation but feels that the patient's atrial wall was thin and the catheter burned through.

Manufacturer narrative:
We are awaiting device return. A follow up report will be submitted once we have completed our investigation.